Event description:
The initial attorney report alleged pain, permanent injuries, and defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005: pt underwent lysis of adhesions and repair of a reducible incisional hernia with a composix kugel mesh. On (B)(6) 2007: pt underwent lysis of adhesions, repair of a recurrent incisional hernia with non-bard mesh and removal of the composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The pt is a one pack per day smoker and has had multiple prior abdominal surgeries. The info provided indicates that the pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg release cause for the reported event. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.